Event description:
The customer reported that there were hemoglobin (hgb) blank shift error messages and hgb voteouts (non-numeric results) on the daily checks run on a unicel dxh 800 coulter cellular analysis system. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/13/2015. The fse indicated that he removed and cleaned the hgb cuvette. Additionally, he replaced vl167 for buildup in the fitting. The repairs corrected the reported hgb issues. The system performance was verified. (B)(4).